Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that multiple empty cartridge alarms occurred. Customer loaded a new cartridge to resolve the issue. The customer's blood glucose level was 95-320 mg/dl.